Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving compounded baclofen (2000 mcg/ml at 492.6 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient missed a refill, and the hcp believes the pump reservoir is empty. The hcp believed it occurred the first part of (B)(6) 2024. Per the hcp, the patient was given a prescription for oral baclofen and was doing well clinically. Additional information was received from the hcp on (B)(6) 2024 at which time she reported that they refilled the patient¿s pump today after the empty reservoir was reached on (B)(6) 2024 and the low reservoir alarm was still sounding. The agent had the hcp reinterrogate, silence the active alarm, and update the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.